Event description:
It was reported by dealer that the lights are not working on the xpo100 concentrator.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective.

Event description:
It was reported by dealer that the lights are not working on the xpo100 concentrator.

Manufacturer narrative:
Follow up will be filed if additional information is received.